Manufacturer narrative:
Motor control board. The investigation is ongoing and a f/u report will be submitted with add'l info.

Event description:
It was reported that the customer is worried about the motor control board burning as there were signs of sparking and charring. There was no pt involvement or adverse consequences reported.